Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to infection and erosion. Reportedly, the physician confirmed that the infection was caused by poor hygiene, and the implantation layer was slightly shallow. There were no additional adverse patient effects reported. The ra lead was explanted.